Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon had been deflated with 10cc prior to removal. The writer had attempted to remove the foley catheter at the bedside, but resistance had been encountered at the meatus of penis. The writer notified the charge nurse, and with the charge nurse¿s assistance, attempted to readvance the catheter and remove it again, however, resistance had again been met. The physician assistant was notified, and the foley was left in place. The foley catheter was later removed by the physician assistant with support from the urology service, though this removal was not witnessed by the writer. After removal, the patient had reported 9/10 pain, and a small amount of blood drainage had been noted during assessment.

Event description:
It was reported that the foley catheter balloon had been deflated with 10 cc prior to removal. The writer had attempted to remove the foley catheter at the bedside, but resistance had been encountered at the meatus of penis. The writer notified the charge nurse, and with the charge nurse¿s assistance, attempted to readvance the catheter and remove it again; however, resistance had again been met. The physician assistant was notified, and the foley was left in place. The foley catheter was later removed by the physician assistant with support from the urology service, though this removal was not witnessed by the writer. After removal, the patient had reported 9/10 pain, and a small amount of blood drainage had been noted during assessment.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.